Manufacturer narrative:
Title: pure laparoscopic living donor left lateral sectionectomy in pediatric transplantation: a propensity score analysis on 220 consecutive patients source: liver transplantation 24 1019 1030 2018 aasld. Received january 1, 2018; accepted february 25, 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study compared outcomes for patients who underwent living donor open left lateral sectionectomy and laparoscopic left lateral sectionectomy between january 2011 and april 2017. There were 220 patients, 141 patients underwent open procedure, and 79 underwent laparoscopic procedure. Ligasure was used to divide the falciform and the left triangular ligaments. Post-operative complications include: blood loss up to 800ml.